Event description:
(B)(4). I was implanted with essure on (B)(6) 2012. It was implanted at my dr's office but shortly after leaving from the procedure I had the worst cramping. I was in bed for 2 days after the procedure due to the pain I was feeling. The following month I had my 1st period after having essure placed and I thought I might bleed to death and have never experienced such a heavy period. I've had chronic back pain, pelvic and abdominal pain, heavy periods with huge blood clots, pain during sex, brain fog, anxiety, mood swings. I have seen my dr and he has told me I have adenomyosis and will require a hysterectomy. I still have essure at this time but I return to my dr on (B)(6) 2015 to set up surgery.